Manufacturer narrative:
Additional information was provided that an alert was issued on this ICD and right ventricular (rv) lead for out of range shock lead impedance measurements. Boston scientific technical services (ts) discussed that 125 ohms is the limit for this single electrode lead. Ts reviewed the year trend for shock impedances, which show a gradual rise in impedances. Ts discussed that typically this indicates that there is build-up on the lead electrode over time and not likely a fracture. Ts discussed the option to continue monitoring the lead and how to reset the alert and increase alert limit in the device to prevent subsequent alerts. The physician will be consulted. The products remain in service and no further questions or issues have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a revision procedure to replace an old device and right ventricular defibrillation lead, when the physician implanted the new device and lead out of range shock impedances were observed during testing. All other lead diagnostics were normal and no noise was observed on the shock channel so the physician has elected to monitor the system at this time. The caller was inquiring how to eliminate the latitude system red alerts as the out of range impedances are already known and being monitored. One month later, the patient came in for a follow up appointment. The local sales representative called technical services (ts) to troubleshoot out of range shock impedances since the replacement procedure. Ts recommended testing for troubleshooting and discussed if the impedances resolve and are in normal range, the issue could have been due to a dry pocket or electromagnetic interference at implant. However, if measurements are still out of range, ts stated there could be a connection issue. Following the device check, the local sales representative reported that measurements were normal.